Manufacturer narrative:
(B)(6) 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The malfunction caused a larger hole in the colon. Another resolution 360 clip was used to close the wound and complete the procedure. There were no further patient complications reported as a result of this event.